Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device and used the same internal handles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of the defib being charged, but then the device was switched to monitor mode (which will internally dump the charged energy) without any shock button being pressed. The logs indicated that the device was successfully able to perform a 30 j self test when the proper criteria was met. The external paddles were not returned to zoll as part of this investigation. No trend is associated with reports of this type.